Manufacturer narrative:
Initial and final MDR 1954508- MDR 3003442380-2024-23158- device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On 18-jul-2024, it was reported that the patient faced infusion set tubing detached from hub. The infusion set was in use for 12 to 24 hours. The patient replaced infusion set and cartridges and resumed insulin deliveries successfully. No further information available.